Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. See MFR report # 1627487-2011-00922 for the second lead referenced below. These two extensions were intended for pt implant in (B)(6). It was reported that the physician experienced difficulty connecting both devices to the pt's lead. Placement attempts for the first extension were aborted. The second extension was eventually connected; however, intraoperative testing revealed invalid impedance measurements for two lead contacts. Impedance readings reportedly improved somewhat when the pt's lead was connected directly to the ipg. The case was completed with use of a third extension. That device remains implanted, and effective stimulation was captured for the pt via programming utilizing the functioning contacts. No further complications were reported.